Event description:
Synovitis [synovitis], joint effusion of right knee [joint effusion]. Case description: spontaneous case report was rec'd on (B)(6) 2013 from a physician database extraction regarding a female pt (demographics not provided), initials unk with grade 3 osteoarthritis in right knee and grade 2 in left knee (no prior effusion). (B)(4). The pt's medical history was significant for previous treatment with two courses of synvisc (hylan g-f 20) in the left knee and one course of synvisc injection in the right knee (the pt's age at the time of first synvisc injection was (B)(6)). On (B)(6) 2002, the pt initiated treatment with intra-articular synvisc (dosage regimen not provided), first injection of second course into right knee and first injection of third course into left knee. The lot number for synvisc was not provided. On (B)(6) 2002, the pt developed synovitis of both knees. On an unspecified date in 2002, the pt developed effusion of right knee. The pt rec'd treatment with intramuscular betamethasone at a dose of 1.3 cc for the event of synvisc of both knees and effusion of right knee. The action taken with synvisc treatment was not provided. On (B)(6) 2002, the second episode of synovitis resolved. The outcome for the event of effusion of right knee was not provided. Concomitant medications were not provided. The intensity for both the events was mild. The reporting physician assessed the relationship between synvisc and the event of synovitis of both knees as definitely related and did not provide the relationship of synvisc with the event of effusion of right knee. F/u info was rec'd on (B)(6) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(6) 2013. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: (B)(4). The benefit risk profile of the product is not altered by this report.